Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced a discomfort over left arm of mesh and underwent a partial excision procedure. The patient experienced a vaginal discomfort and it was resolved by excision of tape ridge.

Manufacturer narrative:
Corrected information.